Event description:
As reported by our affiliates in canada, it was a case of a 26 mm sapien 3 ultra valve implanted in the aortic position by transfemoral artery approach. During the procedure, balloon rupture of the commander delivery system was noted during inflation, and blood was seen in the syringe. The valve alignment had been performed in a straight section of the anatomy, and the valve was fully deployed. The operator attempted to withdraw the commander delivery system into the esheath+, but the ruptured balloon could not be pulled into the esheath+, and withdrawal difficulty occurred when the balloon reached the tip of the esheath+. The delivery system and esheath+ were removed as a single unit, but the balloon could not exit the femoral artery, and severe internal iliac bleeding was observed on fluoroscopy. A balloon advanced from the contralateral access was inflated to stabilize the patient. A vascular surgeon subsequently extracted the balloon surgically, and interventional radiology placed multiple stents to repair the iliac perforation/laceration. The patient remained in stable condition. The root cause of the balloon rupture is believed to be stj calcification on the outer curvature.

Manufacturer narrative:
Investigation is ongoing.